Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, regarding the noisy image, the cause was due to a damaged charge coupled device unit. And for the sticky connecting tube, the cause was due to some kind of stress, such as damage or deterioration of parts. The most probable cause of this complaint is an expected or random component failure without any design or manufacturing issues. The date of the event is unknown. Additional information will be provided if available. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the bronchovideoscope to the service center for a separate issue. During the device analysis, the service repair technician indicated that a noisy image and a sticky connecting tube were found. There was no patient involvement.